Event description:
Reference number (B)(4). Event occurred in hungary. It was reported that the patient faced an event of an infusion set cannula was crimped on (B)(6) 2024. The insertion site was at the abdomen. The event occurred during first day of use. The infusion set had been used for couple of hours. The blood glucose level was high at the time of event; therefore, the patient was treated with subcutaneous insulin injection or correction with syringe. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hungary.